Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4): performance data was collected from the device and analyzed. The save to disk primary result noted oversensing rv sensing function. Six ventricular nst <(><<)>= 190 ms between (B)(6) 2012. Four lfp high rate ns<(><<)>= 200 ms average v-cycle between (B)(6) 2012. One ventricular nst= 190 ms on (B)(6) 2012. The save to disk noted lead integrity alert triggered. One patient alert for lead failure predictor on (B)(6) 2012. The save to disk noted oversensing non-physiologic sensing/sic. Ventricular sic= 68 counts, in 0.28 days, on (B)(6) 2012. Concomitant continued: (B)(4), implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks and went to the emergency room. One week later, the patient felt constant pain in shoulder down to elbow. The right ventricular (rv) lead triggered a lead integrity alert for t-wave oversensing and elevated short interval counts (sic). The lead remains in use with continued evaluation. No further patient complications have been reported as a result of this event.